Manufacturer narrative:
Device lot number, or serial number, unavailable. Manufacturing date was unavailable at the time of filing. The instrument was returned for analysis. Functional testing confirmed the reported damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the connection between the handle part and the needle part is poor and shaking. The product could not be used. The site swapped to a different instrument to finish the case. There was no reported impact to patient outcome and no reported delay.